Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the ventricular leadless pacemaker (lp), it was noted that the lp exhibited delayed positioning, a docking issue, and high capture threshold. The lp was successfully retrieved and explanted. The patient was in stable condition.